Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer stated that last night the blood glucose value was 64mg/dl and up to 477mg/dl. Customer's current blood glucose value was 292mg/dl. Customer treated high blood glucose level with syringes. Customer reported that they contacted their healthcare professional regarding the high blood glucose levels. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.